Event description:
An attempt was made to treat a lesion in the left main using a 2.75mm diameter x 15mm length nc sprinter rx dilatation balloon catheter; however, it is reported that the balloon did not hold pressure. No other info is available on this event. The pt is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4) evaluation summary: medtronic has received the device and it's analysis has been completed. There was crystallized residue and blood in the inflation lumen and the balloon most likely due to the procedure. The balloon appeared to have been inflated. Negative purge confirmed the presence of a leak on the device. Short radial tear was confirmed on the balloon working length proximal to the distal marker band. The tear appeared to be on the edge of a balloon fold. Evaluation of the tear would indicate that the damage occurred directly from puncture to the balloon and not as a result of damage that subsequently burst during inflation. Limited info has been received regarding the event. During the mfg process, each distal balloon assembly is subjected to a leak test in alcohol at 150psi and the entire catheter is pressure leak test to 265 psi using nitrogen. A visual inspection is also performed on each balloon which includes visuals for any damage particularly in the area of the marker band. A protective sheath is then placed over the balloon to protect the balloon from further damage and the entire catheter is then vacuum leak tested. On completion of the vacuum leak test, the device is placed in the protective hoop and pouched. Had the damage as seen on the returned balloon been present during the mfg process, the unit would not have passed either the on-line leak tests or the on-line visual inspections and the unit would have been rejected from the batch. The device has not been identified as the root cause of the event; the possibility exist that there may have been a previously deployed stent, hardened plaque or calcification present at the lesion site and as an attempt was made to inflate the device, the balloon material was damaged resulting in the tear as seen.